Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the olympus sales representative reported the customer was receiving a b30 scope communication error when the evis exera iii video system center was connected to gastrointestinal (gi) scopes but not when connected to colonoscopes. At the time of the call, the . Representative was not with the scope that had given the b30 error. Tac instructed the representative to power the system off, remove the scope and clean the contacts on the scope with an alcohol prep pad. After the contacts have dried, reconnect the scope and power the systems back on. Additionally, it was recommended to also try using an alternative similar scope and tower or disconnect the maj-1430 cable from the system when using the 190 series scope the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac) on behalf of the customer, there was a b30 scope communication error when the evis exera iii video system center was connected to gastrointestinal (gi) scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.